Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system exhibited out-of-range shock impedance of 156 ohms. Review of the device data indicated that the shock impedance was between 140 ohms and 185 ohms for at least a year. Sensing and thresholds were good. The physician wanted to perform a commanded shock to evaluate the system integrity; however, cardio echography showed a thrombus and it was decided not to perform the test. The ICD was electively explanted for an upgrade to a cardiac resynchronization therapy defibrillator and the right ventricular (rv) lead remains in service. No adverse patient effects were reported. It was additionally reported that the rv lead remains implanted with the patient's new device.